Manufacturer narrative:
This file is related to complaint file pr (B)(4) "stent almost got to the end but did not deploy". Device evaluation: the evo-pc-10-11-8-b device of lot number c1983321 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all evo-pc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-8-b of lot number c1983321 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1983321. Instructions for use and/label: as per the instructions for use, ifu0057, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the limited information provided. A possible root cause could be attributed potentially to patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties reported. It may be noted that several attempts were made to request additional information. Should this information become available the file will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, stent got jammed about a third of the way along from deploying. Confirmed quantity of 01 device, confirmed used. The patient outcome is unknown, as no additional information was provided. Investigation findings conclude that a possible root cause could be attributed to patient anatomy. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplement report being submitted due to the completion of the investigation on 02-nov-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The first one got jammed about a third of the way along from deploying.